Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer, patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulations sensation. Patient noted nothing was working. Patient had a fall on (B)(6) 2013 and now had two pelvic fractures and a fracture in their sacrum. Patient went to the hospital for their fall and then to a rehabilitation center. The patient was uncertain if the device was damaged or what the issue was. They didn¿t think they had felt stimulation since the day of the fall or the day after but they can¿t remember. The patient thought the last time they recharged was a week prior to the fall. The patient had tried plugging in the recharger but nothing was working.